Manufacturer narrative:
Additional investigation determined no product problem deficiency caused or contributed to an adverse event/incident for the patient; this initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2016-00469 was submitted in error, and is hereby retracted.

Event description:
On (B)(6) 2016, this patient underwent emergent treatment for a type b dissection and was implanted with a conformable gore® tag® thoracic endoprosthesis in zone 2 of the descending thoracic aorta. The left subclavian artery was fully covered where the main entry point of the false lumen was located. On (B)(6), discharge computed tomography (CT) showed a zone of skin necrosis, facing the radial artery at the puncture point. Additionally the CT showed complete thrombosis of the false lumen with no progression of the dissection; or perfusion of the false lumen. On (B)(6) 2016, the patient underwent resection of the area of necrosis. The event was resolved this date. The patient tolerated the procedure and was discharged on (B)(6) 2016.